Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the lock between the inner and outer tube was too tight to be twisted out. There was no patient injury.